Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report

Event description:
Star ankle removal. Sales rep reported that the event was a poly swap. Talar and tibial components were fine and in place. Poly was broken and patient was reporting pain. Non union, inflammation, infection and tissue damage were not reported.

Manufacturer narrative:
The evaluation revealed the broken sliding core to be the primary product; the tibial and talar components were not provided. No deviations were found during review of the manufacturing and inspection documents (DHR). The sliding core returned was documented as faultless prior to distribution. A review of the raw material certificate indicates that the sliding core material was within specification. The explanted sliding core was transferred to an external lab. The lab performed a visual inspection with a microscope. Evidence of burnishing, pitting, scratching, and surface deformation were observed on the superior and inferior surfaces. Embedded debris was observed on the superior surface. The inferior surface also exhibited abrasion and delamination adjacent to the trough. Evidence of white banding indicative of subsurface oxidation was observed. The sliding core was broken approx. In half in medial lateral direction. The breakage surfaces indicate that the sliding core broke initially within the keel trough; the breakage spread towards medial and lateral prior to final rupture. The lab test report contains following conclusion: [¿] overall the results of the stage I analysis indicates that the component may have been misaligned during loading in vivo, resulting in crack initiation and fatigue fracture of the polyethylene component [¿]. Based on the given information and the fact that no manufacturing or material issue was detected the breakage of the sliding core is addressed to a most likely misalignment of the implants (user / patient related). Implant fractures and misalignments are listed as adverse effects in the IFU. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified.

Event description:
Star ankle removal. Sales rep reported that the event was a poly swap. Talar and tibial components were fine and in place. Poly was broken and patient was reporting pain. Non union, inflammation, infection and tissue damage were not reported.